Event description:
Reporter alleges pt received breast implants in sept, 1985. Reporter also alleges pt's implants were removed on aug 26, 1996 by pt's request due to continuing pain and concern. Reference medwatch #1009814.